Event description:
It was reported that the customer had a no delivery during manual prime on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer states that the troubleshooting steps have been done and do not work. The customer requests the insulin pump be replaced. The customer was advised that the insulin will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.